Event description:
It was reported that during a carotid stenting procedure, a portion of the delivery system detached. The target lesion was located in the internal carotid with 50% stenosis. The pt was asymptomatic prior to the procedure. Another manufacturer's embolic protection wire was deployed successfully and the lesion was predilated. The nexstent was deployed successfully at the target lesion without complications. When introducing another angioplasty catheter, the physician noted that a portion of the nexstent catheter remained on the embolic protection wire. The catheter portion and embolic protection wire were successfully removed using the wire's retrieval sheath. There were no adverse effects for the pt as a result of this event.